Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that 35 days after the catheter was indwelled the pt's femoral vein in the intensive care unit, the catheter body separated at the junction hub as the pt's body was rolled in the bed. As a result, a new kit was used. The customer reported that the pt's body was rolled many times in a day and the catheter insertion site was sterilized several times. Catheter insertion date was (B)(6) 2010 and catheter removal date was (B)(6) 2011. There was no reported delay, death, or complications to the pt.